Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq syringe pump had an error code 20002 (unknown error) for "gasket problems". This was observed during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: b5: the device did not alarm error code 20002. The reported problem is "gasket problems" only. H11: the device was received for evaluation. A review of the service history identified the gaskets (front panel and perimeter) were already inspected and corrected per the field action for gasket issue. The reported condition was not verified for this report. Should additional relevant information become available, a supplemental report will be submitted.